Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the zapping occurred randomly in the patient¿s lower back. The patient reported that the zapping was tolerable. The rep stated that impedances were normal and no further adjustments nor actions were taken. They reported that a physician would be replacing the battery in the coming months. The rep stated that the cause of the zapping was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's weight was provided.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the rep was reprogramming to try and get stimulation into the feet, they were able to achieve this, but the patient reported zapping when they turned on the therapy. The caller stated that the impedances were all 700-800 across the board. The rep was unable to resolve the zapping sensation. The rep reported that the battery read ok, but they did not obtain the voltage. No further complications were reported. Follow-up was conducted.